Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/02/2016 with the following findings: during testing, it was observed that the display screen was dim and discolored. Unrelated to this issue, the audio bolus button cover was found to be missing from the pump therefore it was unable to be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on 11/02/2016.